Event description:
It was reported that a patient underwent a total hip replacement procedure in (B)(6) 2013 and topical skin adhesive was used. The patient developed a rash at the incision site just after the surgery and it is still ongoing. The patient experienced local itching and is taking an over the counter corticosteroid for relief. There was no burning and the rash is not worsening. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.